Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approx 2 1/2 months of support, the hospital made a decision to exchange the lvad due to the pt presenting with hemolysis and heart failure (hf) symptoms. The device was successfully exchanged with another lvad and the pt remains ongoing on lvad support w/o any further issue.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.